Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 575 mg/dl at the time. The customer stated that she felt pain in the insertion area and noticed blood underneath it. The customer reported that the blood glucose level would not go down then she bolused and the blood glucose level went down to 300 mg/dl. The insulin pump will not be returned for analysis.